Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had normal operating currents and no unexpected off no power or low battery alarm noted. The device alarmed motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The device had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 3:30 pm for a high blood glucose level. The customer was pregnant and reports that they had a button error alarm on their insulin pump. The patient's blood glucose level was at 208 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.